Manufacturer narrative:
Investigation included complaint review, technical support assessment, and plans for device return and evaluation. Investigation of this case revealed physical damage to the touchscreen/display assembly consistent with a cracked or delaminated screen and degraded touch function. It was concluded that the event was due to device damage to the screen component, resulting in impaired usability without patient harm.

Event description:
It was reported that the ilet device¿s touch screen was cracked, resulting in partial loss of touch responsiveness, with the user able to unlock the device but unable to use the top portion of the screen; the device was difficult to operate and a replacement was arranged. Symptoms included no injury. Outcomes included temporary device interruption and the need to replace the device, with the user advised to back up therapy via the mobile app and allow the device battery to drain prior to return.